Event description:
Dawson-mueller drainage catheter placed by interventional radiology in left chest. Six days later, attending md removes drainage catheter without cutting string. Pt's bp decreases. Breath sounds left chest diminished. Pt expires.